Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h11 the trp3546, which had been inserted since january 8th, stopped displaying arterial pressure on january 13th, so the product was recalled. The product was returned with the membrane completely unfolded and blood found on the exterior of the iab and between catheter and sheath. The extender tubing was also returned. Two kinks were observed on the catheter tubing 76.2cm and 66.5cm from the iab tip. No visual damage was found on the fiber optic sensor fiber. A sensor output test was performed, and the sensor was found to be within specification. The evaluation cannot confirm the reported failure of sensor failure as testing showed the sensor was operating within its specified limits. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three months. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that the transray plus 40cc had stopped displaying arterial pressure. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).